Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on, (B)(6) 2008: patient presented with l4-5, l5-s1 lumbar disk disease status post anterior lumbar interbody fusion, back pain, radiculopathy. Procedures: posterior laminectomy to level l4-5, l5-s1, posterior spinal fusion l4-5, l5-s1. Spinal instrumentation l4-5, l5-s1. Local autogeneous bone grafting. Application of rhbmp-2/acs bone graft device. As per-op notes: ¿¿..transverse pars and pars interarticularis with local autogeneous bone graft, mixed with rhbmp-2/acs bone graft device being laid posterior posterolaterally...¿ patient was taken to the recovery room in the stable condition. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.